Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while attempting to load images onto the system through wifi, the images could not be downloaded. It was noted that prior in the day, the navigation system could pull exams over wifi. Digital intercommunication of medicine (dicom) testing found that all values were passing aside from dicom echo. Details were opened and found "c-echo". Additionally, cds could not be exported from the navigation system. The optical drive of the navigation system was noted to be flashing and the navigation system was restarted to restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Software investigation found that the green flashing light indicates that the drive was being accessed; if the disk had a large amount of files already on it, it can take a large amount of time for the drive to become available for export. Insufficient information available to definitively identify root cause. If information is provided in the future, a supplemental report will be issued.